Event description:
It was reported that during follow-up, an alert for high, out of range high voltage lead impedance was observed. Impedance measurements had been stable, but high since device implant. The device remains implanted and will continue to be monitored. Patient condition was good.